Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet, with no alerts or alarms reported and the cause unclear due to lack of corroborating data and unanswered troubleshooting questions. Symptoms included hypoglycemia. Outcomes included no reported medical intervention, hospitalization, or assistance from others. Investigation included attempts to contact the user for a structured review of potential contributors such as recent highs, adaptation period, settings changes, insulin type, exercise, meal announcements, cgm calibration, date/time changes, disconnections during maintenance, and other health or medication changes. Investigation of this case revealed no confirmed device malfunction or component issue and no confirmed user error due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.